Event description:
It was reported that they are returning their unit for service. Description of failure: blue cable is fissured at terminal which involve an error code, blue cable damaged. No further information is available. No reported patient consequence.

Manufacturer narrative:
Date sent: 08/29/2007. Evaluation summary: based upon the inquiry information received visual and functional examination, the unit was found to require defective rotational cable replaced, defective fastening material replaced, unit cleaned and calibrated. Based upon the inquiry information received, visual and functional examination, the customer's complaint has been confirmed. Testing included: functional test performed, functional test acc. To test procedure.